Event description:
It was reported that on (B)(6), 2023, during a selenia dimensions procedure, it was reported that the c-arm would move on its own. A field engineer examined the equipment and determined that it was related to faulty switches. Replaced the c-arm rotation switch, and the system passed all tests and meets the manufacturers' specifications. No injury to the patient or staff was reported. No other information is available.